Manufacturer narrative:
Results of investigaiton: the suspect component was received for evaluation. Based on the evaluation the reported defect could not be traced or reproduced.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report.

Event description:
Customer reported a burning smell detected during set up. The customer stated there was no patient involvement.